Event description:
The user facility reported that impella cp experienced purge blocked alarms during support. The physician declined all other options of tpa or pump exchange and felt it would be better to take patient to the operating room (or) and remove with surgical closure.

Manufacturer narrative:
The investigation into the reported "high purge pressure" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; however, logs were returned and evaluated and numerous purge system alarms were found along with a few motor current spikes. This combined with the given clinical data suggests that the root cause of the high purge pressure issue was biomaterial related. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿